Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Highly calcified lesion in the diagonal branch of the lad. The device was inspected before use with no issues noted. The device was prepped per IFU with no issues noted. The lesion was pre-dilated. The device did not pass through a previously deployed stent or cell of a stent. Resistance was noted when advancing the device to the lesion and excessive force was not used. No resistance was noted during withdrawal of the device. The dislodged stent was removed through the guiding catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use one resolute integrity rx coronary drug eluting stent to treat a diagonal lesion. It was reported that the stent failed to cross the lesion. It was stated that the stent came off the balloon catheter inside the guide catheter when removing the device from the artery. The procedure was completed using another stent of the same size. No patient injury was reported.